Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power alarm issue could not be confirmed through this evaluation. Log files were provided and data from (B)(6) 2024 was reviewed. The controller event log file did not capture any low power alarm event. Events were captured from 18jul2024 at 9:16:10 to 19jul2024 at 15:16:31 and potentially could have been overwritten with newer events. It was reported the system controller was exchanged. Attempts were made to obtain additional information from the customer regarding the product return status; however, no additional information was provided. A root cause of low power alarm issue could not be determined. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes low power alarms. Low power alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low voltage alarms and stated that the alarms would stop without a battery or power source exchanged. The modular cable and system controller had tape and were noted to be banged up. The modular cable and controller were exchanged, and log files were submitted to see if there were issues with either of the products. The submitted log files did not capture any low voltage alarms as it might have been purged by pulsatility index (pi) events. The log file captured clusters of pi events on from 18jul2024 to 19jul2024. Despite the reported banged up modular cable and controller, there was no evidence of any type of electrical percutaneous lead conductor issue in the log file. The driveline tear was cosmetic only. Otherwise, there were no notable alarm conditions or parameter changes.